Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a percutaneous nephrolithotomy with antegrade stent placement procedure in the kidney and ureter, performed on (B)(6) 2021. During the procedure and inside the patient, when the physician placed the stent over the guidewire, it was observed that the stent was buckled. The physician tried to remove the wire once ideal placement was achieved, the wire was stuck to the stent and the guidewire was unable to be removed. Another perculfex plus ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.